Event description:
This explanted device was received by the MFR with no prior notification. The pt reportedly presented with swelling at the implant site in 2005. The surgeon reportedly concluded that the swelling was due to an allergic or adverse reaction associated with the implant. The device was explanted on 9/1/2005.